Manufacturer narrative:
Manufacturing date - not available at the time of this report. (B)(4). Field service specialist visited the account and was unable to observe issue. The fss replaced cpu board to eliminate a possible cause of the failure. Tested system with no errors encountered. The system meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
On (B)(6) 2019 during treatment on of the right eye, the laser froze at 20% completed. After 2 hours of turning the laser on and off, the laser would not go any further than the warm up without freezing. Surgeon was unable to complete the right eye on that day. The patient came in on march 11 and procedure was completed with no complications.

Manufacturer narrative:
Additional info: manufacturing date - the manufacturing site reported that the manufacturing date for the device is june 10, 2007.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.